Event description:
Customer complained that the plastic tip from the end of the thromboplastin reagent pump tubing no 4 is slipping off. Customer claims that they were reporting pt values during this incident, but no specific info is available. There is no info to suggest that pt treatment was altered as a result of this incident. Event date: early 12/95.